Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed due to a lack of sample. The root cause was determined to be use error. A batch review was not performed because the lot number was not available. Labeling review is found adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported a low drain volume alarm, which occurred on the homechoice (hc) during use during the initial drain. The home patient (hp) stated that the hc completed priming, but he did not unclamp the patient line during priming. The hp connected without re-priming the patient line. Now the hp has air in the patient line and the hc was alarming low drain volume. The technical service representative (tsr) advised the hp to start over with new supplies. The tsr explained to the hp if the patient line did not prime, he needed to re-prime the patient line before connecting. The hp will start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2011 regarding the air in line. The nurse stated that the patient has resumed therapy and there was no patient injury or medical intervention associated with this event. No further information is available.